Event description:
It was reported 23-dec-2019 that in (B)(6) 2019 the patient was hospitalized due to aspiration pneumonia and pus coming out of the peg-j insertion site. The patient was hospitalization and given an unknown antibiotic treatment. The last tube replacement was in (B)(6) 2018.

Manufacturer narrative:
Reference record (B)(4). B5: additional information.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number, is the us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa start date (B)(6) 2015. In (B)(6) 2019 it was reported that the insertion site was calm, mild exudation and topical terracortil used when necessary. On 18 nov 2019 it was reported there was a bacterium in the insertion site. The insertion site was fiery, irritated with slight pus. The patient was hospitalized and referred to the nutrition team. No other information regarding treatment provided.